Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. The following sections were corrected: d5; h4; h6 health impact. Visual examination of the returned product identified a bent/twisted lock ring still retained within the shell with correct chamfer orientation. Shell¿s lock ring groove has a ding where lock ring is bent. Bottom of lock ring has a groove. Poly insert has multiple grooves around the outer surfaces. The top flat surface of poly insert has small nicks all around. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. MDR will be submitted.

Event description:
It was reported the liner could not be placed into the shell. There is a possibility that there is a problem with the metal ring. There was harm or impact to the patient. A new device was used to complete the procedure.